Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v558076, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported the patient had a loss of therapeutic effect. It was stated the stimulator worked beautifully for the first two years but it hadn¿t worked properly for the last two years. It was noted the patient would get reprogramming and it would work well for a while and then they would lose effectiveness. Reportedly, the patient also said they got a lot of urinary tract infections (utis). It was stated that starting six months to a year prior to report they patient started getting aches and that started at their implantable neurostimulator (ins) site and then went down into their leg and into their back. It was noted this came on gradually and the patient only felt this when they were bending their back. It was stated the patient got relief from a pillow and heating pad. The patient stated the stimulation isn¿t on because it didn¿t work properly. It was stated the patient was told their battery would last 10 years.